Event description:
Customer reported blood glucose results of 259 mg/dl, 90 mg/dl, 86 mg/dl, 98 mg/dl, and 81 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. No request was made for the return of the system, replacement was sent.